Event description:
Customer reported having symptoms of hypoglycemia: sweaty, shaky, clammy and blurry vision and was taken to the hospital emergency room. A lab reading was performed with a result of 155mg/dl. A reading was also taken on the customer's freestyle meter with a result of 135 mg/dl. The customer was treated with an i.v to stabilize glucose levels. The customer did not now what substance the i.v contained. Neither result obtained, lab or meter, were consistent with the customer's reported symptoms nor with the treatment provided.